Event description:
It was reported that during a da vinci si surgical procedure the pk dissecting forceps instrument stopped working. The instrument was noted to be damaged and had a broken wire at the tip. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one conductor wire was broken at the yaw pulley exit. The wire was detached from the connection at the grip. The instrument failed electrical continuity testing. The yaw pulley showed no signs of arcing. Failure analysis also observed that the on the same side as the broken conductor wire, the yaw pulley was broken. The missing piece measured roughly about 0.160 x 0.047. Failure analysis also found that the one grip was bent, causing side-to-side misalignment of the grips. There was a .060 offset at the tips, indicating overloading at the tip. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.